Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's nurse reported via phone call that the customer was in the hospital with high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 25.0 mmol/l. The patient did not have an expressed symptoms of high blood glucose and pump therapy was used to treat the hyperglycemia. Troubleshooting was initiated and the nurse found that the cannula was bent. No further troubleshooting occurred because the customer was still under the care of the hospital. No products were returned or shipped.